Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, during the procedure, the anchoring balloon popped within the patient. It was confirmed that nothing broke off and fell inside the patient. The complainant removed the catheter from within the patient with no issues. The physician completed the procedure with another of the same device. There were no patient complications and patient was fine post procedure. Follow up with the complainant revealed that the catheter was tested prior to use and no issues were found. Two minutes into the procedure when microwave energy was involved, it was detected the anchoring balloon had popped because there was no water temperature on the prolieve machine and there was a low water error message. The physician troubleshot by checking the position of the catheter. As he was adjusting and repositioning the catheter, the catheter slipped and came out. When they removed the catheter, they could see that the balloon was flat.

Manufacturer narrative:
The device has been received for analysis. During the initial visual inspection of the returned catheter, the lab evaluation found a horizontal separation at the tip bond. During the functional testing, water leaked from the separation at the tip bond while attempting to fill the anchoring balloon. A pinhole was also found in the anchoring balloon, however the root cause of the pinhole is undeterminable. The separation and leak observed at the distal anchoring balloon bond are most likely caused by an inadequate bond area. The root cause for this complaint is supplier manufacture.

Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, during the procedure, the anchoring balloon popped within the patient. It was confirmed that nothing broke off and fell inside the patient. The complainant removed the catheter from within the patient with no issues. The physician completed the procedure with another of the same device. There were no patient complications and patient was fine post procedure. Follow up with the complainant revealed that the catheter was tested prior to use and no issues were found. Two minutes into the procedure when microwave energy was involved, it was detected the anchoring balloon had popped because there was no water temperature on the prolieve machine and there was a low water error message. The physician troubleshot by checking the position of the catheter. As he was adjusting and repositioning the catheter, the catheter slipped and came out. When they removed the catheter, they could see that the balloon was flat.